Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of service message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the beginning of may 2025.

Event description:
It was reported that the patient received an end of service message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy. Additional information was received that the patient was a high-energy user. Ran on both sub-perception and paresthesia programs.